Manufacturer narrative:
Review of results: sample resulted as o neg. The review of the image appears negative for anti-d4 and anti-d5. Repeat testing: the review of the image appears negative for anti-d4. Repeat testing using new set of reagents (same lot as previous testing) , sample resulted o pos: the review of the image appears 4+ positive for anti-d4. A service call was made. Tested rh positive and rh negative samples. All rh results came out as negative. Reviewed the testing performed on (B)(6) 2010 and noticed that several rh positive specimens results as expected using the set of reagents used by morning shift. When new reagents were used during night shift , the rh positive samples were unexpectedly coming out negative. Customer was instructed to stop using the reagents in question. Unit was tested and operated within specifications with no problems observed.

Event description:
Customer reported an rh discrepancy when testing a sample on the echo. An opos patient sample was tested on the echo on the and resulted as o neg.